Manufacturer narrative:
The valve was patent and passed reflux testing. The valve was within specifications for preimplantation and pressure-flow testing at 46.8 ml/hr at 0 cm h2o, but it was not within specification for pressure-flow testing at 5.5 ml/hr at 0 cm h2o. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacturer.

Event description:
It was reported that the shunt was overdraining 4 weeks after implantation. The device was explanted.